Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, 2 mg/ml concentration at unknown dose and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that patient had an overdose during the trial. The healthcare professional said it was his fault. It happened over (B)(6) week and he was in the hospital friday and saturday. No further complications were reported.